Event description:
The incident happened in the surgical trauma ICU. On a paced patient with implantable medtronic pacemaker azure¿ xt dr MRI surescan model w1dr01 pacemaker spikes were not visible at the ge b850 carescape bedside monitor despite pace 2 detection being enabled. Patient went into a wide complex tachycardia (later identified as paced) with hypotension and received 2 synchronized shocks with no effect. Pacer spikes were only occasional or missing in the rhythms display causing staff that were responding to a lethal arrhythmia to assume defibrillation was a safe and reasonable option. There is some difficulty in making qualitative assertions regarding ge's methodology for pacer spike detection but what can be asserted is with the absence of pacer spikes there needs to be a better method for warning staff of a paced status. Presently the only means to provide pacer-in-use awareness, other than staff to staff communication/charting, is a small "p" displayed in the patient vital sign box on the monitor. We contend that this particular patient had optimal conditions for ECG along with pacer detect. With guidance from ge clinical support additional corrective actions were taken to make pacer spike visible, which should have resolved the 'no spike displayed' in rhythm but did not. Post event; the electrodes were moved per ge clinical supports recommendation (ra and ll on the same parallel as v1. In-line w/ the 5th intercostal) with little to no improvement of pace detection. We can provide 2" strips as examples of pacing spikes being intermittently visible pre and post advised corrective action. We hope from this and other missing pace spike events that; ge medical and medtronic will jointly investigate and report on inability to detect pace spikes; ge will improve on monitor pacer in-use signage for better user awareness and patient safety.